Manufacturer narrative:
Samples have been requested. Pending customer's response on sample availability in order to finalize the investigation. Initial investigation report attached is on retained samples only.

Event description:
Customer reporting leakage of blood from the connection point between the hard plastic and the tubing. There was approximately 200ml of blood loss. No additional information was provided.

Manufacturer narrative:
Samples have been requested. Pending customer's response on sample availability in order to finalize the investigation. Initial investigation report attached is on retained samples only. On 5/62026, customer never returned samples. Finalized report attached is on retained samples only.

Event description:
Customer reporting leakage of blood from the connection point between the hard plastic and the tubing. There was approximately 200 ml of blood loss. No additional information was provided.